Manufacturer narrative:
Follow-up #1: date of submission 05/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2014 with the following findings: all of the buttons on the keypad had an intermittent response and required multiple button presses to become engaged. There was no visible damage on the keypad. Contamination was found under all of the button contacts when the keypad cover was removed. Unrelated to the original complaint, the text on the display screen was dim and discolored. The contrast setting was increased to the maximum with little improvement observed. Also unrelated, there was a crack in the battery compartment. A test battery cap was able to fully tighten until the yellow o-ring was seated and the cap was flush with the pump case. There was no issue with loss of power and no evidence of moisture damage in the battery compartment. A test cap was used to complete testing because the returned battery cap threads were stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.